Manufacturer narrative:
The device evaluation also observed signs of fluid ingress, and the ultrasonic cable was disconnected. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a scope leak at the grip control. There was no patient or user harm reported due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the distal end cover (c-cover) was cracked due to physical stress. This report is being submitted for the malfunction found during the device evaluation (crack on camera cover/physical stress). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cracked distal end cover likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.